Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at maximum output. A lead dislodgement was confirmed via x-ray. A surgical revision was performed and the helix would not re-extend upon lead repositioning; therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the returned paperwork or other input (other than product memory), it was noted that a lead malfunction likely occurred.